Manufacturer narrative:
The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Both of the hard drives were replaced and the device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) was constantly freezing and it would have to be rebooted. Now the system is stuck on the splash screen and will not start.